Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2017 and (B)(6) 2019. If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: product testing could not be performed since no product was returned for evaluation. Based in the information provided the lens is still implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: there was no discrepancy found during the mrr (manufacturing record review). The units were released according specification in compliance with the product intended use as required. A search of complaints revealed that one (1) additional complaint has been received for this production order number, however the complaint is unrelated to this complaint, and a product deficiency was not identified. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a male patient underwent bilateral implants in 2017, and in (B)(6) 2019 was diagnosed with clouding sac. A model pcb00, 18.5 diopter intraocular lens (iol) was implanted in the right eye. The patient reports that ever since the lenses were implanted, he has experienced visual issues, halos, glare, and starbursts. The same surgeon implanted both right and left lenses two years ago. The patient continued with his follow-ups, and he has been complaining of his visual issues but claims that the doctor did not do anything about them. He stated that the last time he went back to his implanting doctor was around (B)(6) 2019, the patient found out that the doctor has moved to another practice. In (B)(6) 2019, the patient then went to his current doctor and was diagnosed with clouding of the sac. The doctor also mentioned to the patient that he has glaucoma and had micro-bypass glaucoma stents put in both of his eyes. Despite the stents, although his vision is ok, the visual issues still annoy him especially during night driving. The patient also initially reported that he underwent a procedure two weeks later, a surgery with a widened incision, but symptoms have not improved. It was later clarified through the physician¿s office that the widening of the incision was a laser procedure that was performed because of the cloudy sac. Despite this procedure being performed in (B)(6) 2019, still the patient¿s visual issues are annoying him. He went back and forth for his check-up but no improvement on his visual issues is happening. Hence, he does not want his right eye to be touched anymore. Additional information received through follow-up with the doctor's office is the patient also underwent yttrium aluminum garnet (yag) for posterior capsule opacification (pco) on (B)(6) 2019 and another yag on (B)(6) 2019 both, for left eye (os). Patient¿s pre-op best corrected visual acuity (bcva) for both eyes was 20/30 and then post-op bcva was 20/20. No other pertinent information was provided. This MDR report pertains to the right eye (od). A separate report is being submitted for the left eye (os).